Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The following was reported: "when the handle of the mics handpiece was tilted 45 degrees towards the mako side, and the bone was cut by holding the handle horizontally instead of vertically, the handle lock lever that secured the handle broke off. The surgery was completed successfully. However, because the handle could not be rotated due to the lack of a handle lock lever, and because the handle was held horizontally, there was no space to attach a blue screwdriver to loosen one of the screws securing the mics, and the mics could not be removed after surgery. The mics was dismantled, and the screw was loosened and removed by forcing open the space with a blue screwdriver, but as a result, j6 stopped turning during the homing check. Tka of both knees were scheduled for the patient but the operation on the other side had to be canceled. Furthermore, the surgery scheduled after this case was also postponed to the next day."

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: serial number: (B)(6), batch number: (B)(4); evaluation 1: pivot mechanism - damaged; evaluation 2: handle- dislodged trigger. Evaluation 3: failed ground bond test 1; defective cable. Reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.